Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). It was reported that implant is no longer working. Caller did not know any other details. Caller was redirected to managing hcp.